Event description:
It was reported that a patient had a greenlight procedure. Reportedly, thirty days (30) post procedure, the patient has experienced gross hematuria with two (2) episodes of clot retention requiring ER evaluation. Patient also has "dysuria, urgency and hesitancy." These symptoms have persisted intermittently since the procedure and appear to be improving. He continues to drink fluids as directed by his urologist. The patient has "decreased activity." The patient has been in communication with his urologist and made an appointment to see his procedural md. No further information was reported at this time.